Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. A call placed to technical services on (B)(6) 2013 states that they are using this lead for pacing and sensing and that this lead has high impedance issues. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).